Manufacturer narrative:
(B)(4) stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that an ultraflex tracheobronchial stent was to be used to treat a stricture in the left principal bronchus during a bronchus stenting procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous. During the procedure, the ultraflex tracheobronchial stent was able to partially deploy; however, when it was expanded to about 5mm, the deployment suture could not be pulled anymore. The ultraflex tracheobronchial stent was unable to be deployed any further and the physician removed the ultraflex tracheobronchial stent from the patient partially-deployed on the delivery system. The procedure was completed with a different sized ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
An ultraflex¿ tracheobronchial stent and delivery system was returned for analysis. Visual examination of the returned device found that the stent was received partially deployed. In addition, the device shaft was kinked at the proximal end and the distal tip had been removed. During functional analysis, the shaft bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. The noted damages to the device was consistent with the application of excessive force to the delivery system and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016, that an ultraflex tracheobronchial stent was to be used to treat a stricture in the left principal bronchus during a bronchus stenting procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous. During the procedure, the ultraflex tracheobronchial stent was able to partially deploy; however, when it was expanded to about 5mm, the deployment suture could not be pulled anymore. The ultraflex tracheobronchial stent was unable to be deployed any further and the physician removed the ultraflex tracheobronchial stent from the patient partially-deployed on the delivery system. The procedure was completed with a different sized ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.